Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicted the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The pacing lead was returned to the manufacturer with no allegation. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.